Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a small-bore sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. The pre-close procedure was abandoned. Manual suturing was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Returned device analysis noted a posterior foot separation during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the posterior needle tip barb. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported issue. A material separation of the posterior needle tip occurred. The separation may have occurred in conjunction with the noted foot separation. The cause of the separations may be related to the posterior needle tip not fully ejected from the posterior foot pocket, excess pull, foot break during or after deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.